Event description:
It was reported that a particulate matter was observed in seven (7) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: august 25, 2021 - august 26, 2021. H10: seven (7) devices were received for evaluation. Visual inspection along with magnification was performed which identified particle matter inside the fill port interior wall of two (2) samples only. Further analysis using stereomicroscopy then fourier transform infrared (ft-ir) spectroscopy and energy dispersive x-ray spectroscopy (edxs) identified a particle to be a fragment of a polyurethane polymer and the second particle was a fragment of a mixture of inorganic materials such as calcium carbonate, aluminum silicate, as well as an unidentified polyolefin material. The reported condition was verified in 2 samples; however, not verified in the remaining five (5) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.